Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 1/15/2016.it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah and lso. It was reported that patient underwent transurethral injection of bulking agent on (B)(6) 2013 due to sui. It was reported that patient underwent first and second stage interstim on (B)(6) 2014 due to urge incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah/lso due to sui. It was reported that the patient experienced pain, infection, urinary problems, dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2013a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient underwent a macroplastique on (B)(6) 2013, due to sui. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/05/2016. It was reported that following insertion the patient experienced dysuria and urinary tract infection. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.